Event description:
Reportedly, during an implantation procedure that occurred on (B)(6) 2012, the physician noticed that there was no "click" sound from the screwdriver during the connection of the atrial lead into the subject ICD. Then a reintervention was performed on (B)(6) 2013 to reposition the left ventricular lead; the atrial lead would not pull out of the device connector during this reintervention procedure. When attempting to remove the atrial lead from the connector port, the physician dislodged the atrial lead. As a result, both the ICD device and the atrial lead were replaced with a new system. The subject ICD was returned for analysis. The associated atrial lead is not approved in the u.s.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.: however, it is similar to paradym rf crt model sapproved under p060027. Analysis is pending.